Event description:
The hcp filled the pump with lioresal 2000mcg/ml. The pump was programmed with lioresal 500mcg/ml. The patient's dose was 45mcg/day so the higher concentration would not work for the patient. The hcp removed the drug from the pump. There were no patient symptoms. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).